Event description:
It was reported that a patient was experiencing electric shocks at the ipg site. An x ray was done to determine if the ipg had moved in the pocket but the results showed no ipg movement. A bsc field clinical engineer has recommended that the ipg be replaced. The patient underwent an ipg explant procedure.

Manufacturer narrative:
The explanted ipg was returned, analyzed, and passed all tests performed. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are known risks and are noted within the IFU as a potential complication associated with the use of the device.

Event description:
It was reported that a patient was experiencing electric shocks at the ipg site. An x ray was done to determine if the ipg had moved in the pocket but the results showed no ipg movement. A bsc field clinical engineer has recommended that the ipg be replaced. The patient underwent an ipg explant procedure.